Manufacturer narrative:
The field service engineer found the customer previously replaced the ise reagents, and the internal standard reagent and the ise diluent were in the incorrect positions. He primed the ise reagents and ran ise checks, precision, and calibration with intermittent results. He replaced the ise electrodes and conditioned the electrodes. He performed calibration and precision testing with acceptable results. The customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer reported the qc results were acceptable. The patient's initial result was reported outside the laboratory. The customer reported the "moving averages" were not consistent and had failing qc results. The customer pulled the patient's sample for repeat testing on the same analyzer. The patient's initial na result was 129 mmol/l. The patient's repeat na result was 136 mmol/l. The customer determined the repeat na result was correct. The na electrode lot number and expiration date were requested not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and discovered the initial calibration failed on 12-apr-2022, but the subsequent calibrations were within the acceptable ranges. The investigation reviewed the customer's qc results and discovered the initial qc results were out of range high on on 12-apr-2022, but the subsequent qc results were acceptable. In the afternoon of 12-apr-2022, the qc results dropped out of range low. The investigation reviewed the system's alarm trace and found abnormal aspiration and sample foam detection errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.